Event description:
The pt was exposed to a courthouse security gate 4 times. Afterward, the 'call your doctor' icon and 574 code (implantable neurostimulator not properly initialized with physician programmer) were noted. The pt was seen by a field representative. Pt symptoms and outcome were not reported. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.